Event description:
It was reported while attempting to interrogate device a message, is this an older device appeared. No communication could be established when an attempt to interrogate the device through the engineering test page. Revision was planned; however, the day of scheduled generator change, device was interrogated normally. It was decided to leave device implanted. Suspected issue was emi interference. No symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.